Event description:
It was reported that the device does not aspirate the exudate. No patient injury.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this problem was detected before the procedure thus no patient injury or harm was reported. A back-up device was available, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.